Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump would not charge normally. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined to provide additional information and declined troubleshooting.